Event description:
"Attempted to push filter and wouldn't advance-legs stuck in sheath. Dr cut the catheter, placed wire and pulled catheter out. Used another of the same make. Had some difficulty, but dr pushed harder and filter deployed with legs and dome forming properly."